Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v175480, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported the patient felt funny since an exam with a topical paraspinal electromyography scanner. It was noted the patient uses the implantable neurostimulator (ins) for tourette. It was further noted that no known patient symptoms had returned. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient attended a health fair and experienced a sensation briefly. The reporter stated no abnormal impedances were measured before the procedure and the patient had not been seen in the clinic since the procedure. The reporter further stated that the patient felt funny, but had not been seen in the clinic. It was noted the patient did not need hospitalization.